Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The returned photo was reviewed for the complaint of stopper pop-off. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for stopper pop-off with the incident lot was reviewed but a root cause could not be determined based on the photo. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that four bd vacutainer® serum blood collection tubes experienced stopper popping off the tube. The customer stated, "close the serum tube off after taking blood. At the time of use before centrifugation found the serum lid 4.0 ml was released. Updated info: when after the blood is filled, with the process of filling the system close. When inversion of the tube cap is removed."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that four bd vacutainer® serum blood collection tubes experienced stopper popping off the tube. The customer stated, "close the serum tube off after taking blood. At the time of use before centrifugation found the serum lid 4.0 ml was released. Updated info: when after the blood is filled, with the process of filling the system close. When inversion of the tube cap is removed."